Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that they were hurting. On (B)(6) 2019, the patient reported that one of their leads had become dislodged from their back. The patient noted the other lead was still in place and that they were evaluating the side that was still in place at this time. The patient was going to see their health care physician (hcp) on (B)(6) 2019 for follow up. There were no further complications reported/anticipated.